Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted; give date: n/a (not applicable). Lens remains implanted. The product is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Patient reported that a zcb00 18.5 diopter intraocular lens (iol) was implanted in his right (od) eye on (B)(6) 2016. At 1 day post-op, he experienced visual issues when looking at letters and people faces. They look very narrow, and the letters are merging together. When he looks at a square, it looks more like a vertical rectangle. He had mentioned this problem to his surgeon on many occasions, but no options/recommendations were provided. About a month ago, he visited his surgeon for a check up. His surgeon thinks his condition may be caused by a previous vitrectomy that was performed after cataract surgery, but prior to the lens implant. Because his eye was red his surgeon referred him to a glaucoma specialist. He was seen by the glaucoma specialist and was prescribed steroid drops. The inflammation is gone and he continues to use eye drops; however, the visual disturbance is bothering him and has impaired his daily activities including driving and reading. The patient has also saw three other doctors about his condition, and all three said that the lens was centered and it would be best not to have it removed, and the outcome may not be positive. No further information was provided.